Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a failed battery test alarm on the insulin pump. Customer replaced the batteries and received a full black screen. Advised customer that the insulin pump will be replaced. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and cracked reservoir tube lip.